Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (belgium) was no longer feeling stimulation. Diagnostic testing identified invalid impedances. The physician elected to proceed with surgical intervention. Intraoperative testing determined the issue was with the lead extension. The extension was explanted and replaced which resolved the reported issue. It was noted that optimal stimulation was achieved following the procedure.